Event description:
31mm farawave pulsed field ablation catheter. The splines of the ablation catheter inverted while in use in the patient. The catheter was removed and replaced with no reported harm. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).